Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported the positioning tab was missing from the device during equipment testing conducted by a manufacturer field service technician at the user facility. No patient involvement was reported.

Event description:
It was reported the positioning tab was missing from the device during equipment testing conducted by a manufacturer field service technician at the user facility. No patient involvement was reported.